Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this pacemaker had a fluctuation of longevity time frame. Data analysis was created and showed that the battery appeared to be far outperforming the expectation. Moreover, the longevity will continue to oscillate between high and low values. Tracking longevity will be inconvenient but there is no risk of premature depletion. Approximately 1 year of longevity remains based off the hardware coulometer. Additional information was obtained indicating that the device was explanted due to unknown product performance issue. A new device was placed. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker had a fluctuation of longevity time frame. Data analysis was created and showed that the battery appeared to be far outperforming the expectation. Moreover, the longevity will continue to oscillate between high and low values. Tracking longevity will be inconvenient but there is no risk of premature depletion. Approximately 1 year of longevity remains based off the hardware coulometer. Additional information was obtained indicating that the device was explanted. A new device was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Detailed analysis did confirm gas gauge/longevity not as expected. Visual examination of the device header and case noted scratches on case. The battery was removed, and external power was applied to the hybrid and current drain measured normal. Further, cause traced to component failure conclusion code was selected based on analysis of the returned product which found evidence of a failure in the supplied battery component. This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.